Event description:
It was reported that there was air in the merit manifold which was subsequently injected into the angiography catheter, during a diagnostic angiogram. The air was detected prior to injection and withdrawn from the catheter. There was no harm to the patient.

Manufacturer narrative:
The investigation is currently underway. Although, the subject device was not returned, merit is testing devices from lots that are likely to have been the same as those distributed to the complainant. A supplemental report will be submitted when additional information is available.